Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The drive support cap appeared normal. The customer also reported that they experienced high blood glucose. The blood glucose reading was 479 mg/dl. It was unknown how the customer treated for their low blood glucose. No harm requiring medical intervention was reported. The pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip. (B)(4).